Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that was patient wanted to know about MRI with her implant. Information was reviewed the guidelines. The patient said they  told the hospital should couldn't have an MRI of their  neck and they did it any way on february 24 or 25.  The patient said she was feeling a little bit of shocking down there. Patient reported that  the last couple days they has been urinating an awful lot every 15-20 minutes. The caller was redirected to MRI department at the hospital that performed the scan and if they have questions about the MRI guidelines they can contact medtronic technical services. Patient said the hospital lost her remote and she needs it and the antenna replaced. Reviewed replacement guidelines with the patient. No further complications were reported/anticipated at this time.